Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and insulin was delivered via the pump to address bg. Customer did not know cause of event. Tandem technical support recommended the customer to call to perform a pump system check when bg levels are elevated.